Event description:
An afx device was implanted to treat an abdominal aortic aneurysm. The patient returned for follow-up at an unknown date which showed the presence of an endoleak (indeterminate origin) and aaa enlargement. The patient has been referred to a new physician who plans to explant the stent graft - scheduled for (B)(6) 2018. There has been no additional patient sequalae at this time.

Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; indeterminate endoleak, sac growth, and open repair procedure. The most likely cause of the loss of seal could not be determined due to a lack of any medical records or imaging. Procedure related harms and the final patient disposition could also not be determined. There have been no further reports of negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.